Manufacturer narrative:
Expiration date: unknown, not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Device manufacture date: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a dark blue fiber, approx. 3 millimetre long, was discovered in the patient's eye during surgery. Reportedly, the fiber was removed. No further information was provided.

Manufacturer narrative:
The device was not returned at the manufacturing site for evaluation. Therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and the following fields were updated: expiration date: 05/31/2020. Device manufacture date: 06/28/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.